Manufacturer narrative:
Continuation of d10: product ID: 8780; serial# (B)(6); implanted: (B)(6) 2018; explanted: (B)(6) 2023; product type: catheter pro duct ID. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780 serial/lot# (b)(6, ubd: 2019-12-15, and UDI# (B)(4), product ID: 8781, serial# (B)(6), implanted: (B)(6) 2023, explanted: (B)(6) 2023, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8781 serial/lot# (B)(6), ubd 2025-03-07, and UDI# (B)(4). H3 ¿ analysis of catheter model hg6nskj18 found ¿acceptable testing ¿ catheter incomplete/returned in segments¿. Analysis of catheter model hg6x0bn02 found ¿pin connector ¿ collet is not fully locked in place¿. Analysis of catheter model n775098006 found ¿catheter body ¿ hole not user related¿ and ¿catheter body ¿ kink observed¿. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 8784 lot# serial# (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2023. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(6), ubd: 17-nov-2024, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was intractable spasticity. It was reported that the patient was taken to surgery and when the surgeon incised the pump site, there was an abnormal amount of fluid around the pump. The surgeon suctioned and then disconnect the proximal catheter from the pump and there was no csf (cerebrospinal fluid) flow. Then the surgeon decided to incise the spine, and there was a fluid pocket around the catheter connection. Above the connection, the surgeon found a cut in the catheter. The surgeon removed it and replaced it with a spinal section of catheter. Then re-attached the pump to the remaining/existing section of the catheter and csf flow was obtained. It was noted that the patient had had a failed dye study in the clinic about 1 to 2 weeks ago.